Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly and bent into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patient reported being unsure if the cannula was properly seated and bent. As treatment, the patient changed out the pod. The patient's blood glucose (bg) values reached 388 mg/dl.

Manufacturer narrative:
The returned device was received with the cannula assembly fully deployed. Download data shows the device completed 45 first prime pulses and was then deactivated by the user at 81 pulses. No damages or defects were observed on the needle mechanism assembly or fluid path that would result in a needle mechanism failure or an improperly inserted cannula. During investigation the needle mechanism was reset to the not deployed position and manually deployed. No issues were seen during this test. A root cause for the reported needle mechanism issue and the unsure properly inserted cannula could not be conclusively determined. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Investigation also found the vent pin was still attached at the needle well and had disconnected from the needle cap upon removal, although this cannot be confirmed because the device needle cap was not returned. The device successfully deployed the cannula through the vent pin therefore this finding did not have an affect on the reported events.